Event description:
This event was captured based on literature review. It was reported that between september 2007 and november 2009, a prospective study identified a total of 75 consecutive patients with bifurcated lesions who received unspecified xience v everolimous eluting stents in the distal left main or left anterior descending coronary artery (80%) or the left circumflex-marginal or right coronary artery (20%). All patients were treated by main vessel (mv) stenting first under side branch (sb) protection with the jailed guidewire technique, then sb rewiring was attempted with a balance middleweight (bmw) universal guide wire. Patient follow-ups were conducted at 6, 9, 12, 18, and 24 months. Of the 75 patients, clinical outcomes were as follows: 12% target bifurcation failure defined as death or myocardial infarction (mi) or target vessel revascularization (tvr). While the possible adverse event of death will be captured in this event, the possible events of mi and tvr are captured under incident (B)(4). A final patient outcome of 96% postprocedural timi flow 3 in the sb vessel was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patients with coronary artery disease, patients were prescribed statins, beta-blockers and ace-inhibitors. Relevant medical history: family history of ischemic heart disease (31%); diabetes mellitus (25%); hypertension (69%); hypercholesterolemia (63%); active smoking (25%); recent st elevated myocardial infarction (stemi) greater than 48 hours, less than 3 months(16%); non-stemi (21%); unstable angina (11%); stable angina/silent ischemia (51%); previous myocardial infarction greater than 3 months)(8%); previous coronary surgery (7%); unpaired left ventricular function (ejection fraction less than 50%) (28%); single-vessel coronary artery disease (cad) (51%); 2-vessel cad (29%); 2-vessel cad (20%); left main cad (15%); target bifurcation location distal left main or left anterior descending artery (80%); target bifurcation location left circumflex-marginal or right coronary artery (20%); type b2 lesion (57%); type c lesion (43%). Date of event estimated as study start date ((B)(6) 2007). Date of implant estimated as study start date ((B)(6) 2007). Therapy date estimated. Article reviewed (B)(4) 2013. (B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Additionally, it was reported that the devices were deployed via direct-stenting (no pre-dilation). It should be noted that the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unlikely that the reported IFU deviations directly caused or contributed to the reported patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.